Event description:
It was reported that the patient's heart rate went into the 30's at times overnight the day after implant. The right ventricular (rv) lead experienced intermittent loss of capture. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.